Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -6.50 diopter implantable collamer lens tore during loading; and noted "lens tear due to snagging". There was no patient contact. This occurred on (B)(6) 2021. At a different date a replacement lens of the same length but different model lens was implanted and this resolved the problem. The cause of the event was reported as unknown.